Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity, insulation cuts and melting marks were noted, likely due to explant damage. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than fluid and tissue in the electric housing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead that was implanted into left bundle branch position was explanted due to dislodgement. A new lead was implanted. No additional adverse patient effects were reported. This product has returned for analysis.

Event description:
It was reported that this lead that was implanted into left bundle branch position was explanted due to dislodgement. A new lead was implanted. No additional adverse patient effects were reported. This product has not returned for analysis.